Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose reading at the time of the incident was 470 mg/dl. Customer's current blood glucose reading was 481 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. No unexpected numbers ramping or scrolling on their own noted. The insulin pump had cracked case at the display window corners, belt clip slot, minor scratched and cracked display window.